Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address stiffness and pain. After examination of the implants it was determined that the components were very well fixed and that her pain and stiffness may have been caused by having a poly one size too thick. After scar tissue removal and an aggressive irrigation and debridement the poly was exchanged for one mm thinner. This gave her better extension and her rom was significantly better. This insert also gave a very stable feeling in flexion. Doi: (B)(6) 2018. Dor: (B)(6) 2019. Left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.